Event description:
Rn stated she heard a loud pop and screen went blank, smelled of hot electrical. Rn gave ppv, vent changed out for different one. Infant tolerated ppv well. After ventilator pulled, new employee pulled circuit of vent and disposed of. Plugged vent back in and alarming audibly and screen black. User error. Company did come in and check machine. Problem with valve attached to unit. Missing drain bottle resulting in failure. Performed 6 month pm. Performance test passed.